Event description:
It was reported that the customer's blood glucose level displayed as "high," but the specific value was unknown. The customer delivered a bolus to address the high bg. In response, the customer replaced the infusion set and cartridge, and the control iq feature was turned on during the event. Recommendation was made to consult with healthcare provider regarding diabetes management.